Event description:
It was reported that the pt's pump was alarming and he needed a refill about a week before his next scheduled refill. The pt's girlfriend reported that he experienced a change in gait, increased baseline spasticity, increased pain, lethargy, and sweating. She stated the pt was "sweating a lot recently changing his shirt 3 times per day" and his forehead was "damp and clammy." The pt and his girlfriend heard a "single beep every second" and stated that others heard the beeping as well. The pt's girlfriend also reported that she heard "ticking" when she placed her ear over the pump. The pt "feels something is wrong with his pump" and stated that his pump "needed adjustment." The medication being delivered by the device was lioresal. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).